Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Investigation summary: photos received for investigation upon observation, it is possible to observe the illegible printed batch. The label review record, which is carried out to ensure correct printing of information, was analyzed and no defects were found. No request for reprinting of labels related to the claimed box was evidenced. Possible root cause is associated with entanglement of the box in the part of the equipment that pulls the box for closing. A project was initiated to change the design of the equipment with the change in the box's traction system. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the analysis of the batch history (DHR), maintenance records and quality notifications were verified and no deviation was found for this batch. Through the analysis of the sample sent by the customer, it is possible to observe the illegible printed batch, in this way bd confirms the claim. The label review record, which is carried out to ensure correct printing of information, was analyzed and no defects were found. No request for reprinting of labels related to the claimed box was evidenced. The possible cause for the incident was an entanglement of the box in the part of the equipment that pulls the box for closing. For this occurrence, bd has a project to change the design of the equipment with the change in the box's traction system, with completion forecast for december/2022. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the needle precisionglide 24x3/4in experienced illegible labelling. The following information was provided by the initial reporter: unreadable descriptions (lot). The boxes came apparently intact and without any signal of wetting.